Event description:
It was reported that the patient had a previous fall. High pacing lead impedance and oversensing were observed on the atrial lead. The atrial lead was capped and replaced on (B)(6) 2022. There were no adverse consequences, the patient was stable.